Manufacturer narrative:
This report is being submitted for additional information regarding device return and device evaluation. The returned device was evaluated and there were few findings. The connector plug unit exhibited leakage. The insulation of the distal end cover was less than the threshold value. The charge coupled device cover lens was cracked. The adhesive of the distal end and charge coupled device cover lens was chipped. The bending section adhesive was porous. The connecting tube was buckled and had wrinkles. The scope cover was cracked. The biopsy channel had wear and tear. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - flushing was not performed for auxiliary water channel at precleaning. - brushing was not performed for suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Flush the auxiliary water channel: these instructions are only applicable to endoscopes with auxiliary water feeding. The auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2)." "Brush the channels: be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated that all channels of the scope were cultured. The channels tested positive for 26 colony forming units (cfu) of enterobacter cloacae and pseudomonas aeruginosa were identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided details on the cleaning, disinfection, and sterilization (cds) process followed onsite. The pre-cleaning and manual cleaning detergent is enzymex l9. The customer aspirates water through the instrument/suction channel and flushes out the air/water channel. During manual cleaning, the customer brushes the instrument/suction channel, instrument channel port and distal end/areas around elevator using the brush scopeclean. The scope is manually disinfected. The customer uses automated endoscopic reprocessor (aer) wassenburg wd4200 along with detergent endohight (wassenburg) and disinfectant endohight (wassenburg). The aer was cultured. The endoscope was stored in a drying cabinet (wassenburg dry 300). The maintenance and repair was performed by olympus. The endoscope was not sterilized. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for one (1) colony forming units (cfus)/ endoscope of staphylococcus coagulase negative and micrococcaceae. Overall, the results are in conformance with the requirements. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.